Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Arterial pressure alarms occurred at the start of a routine hemodialysis treatment. The patient was disconnected temporarily to address vascular access issues that were causing the alarms. Low effluent pressure alarms occurred while the disposable circuit was recirculating indicating the occurrence of clotting. Rinseback was not performed due to clotting of the disposable circuit, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The reported arterial pressure alarms were attributed to inadequate vascular access flow, indicating that the cycler alarmed appropriately. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. Nxstage medical considers this report closed. No additional information will be provided.